Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "light" rupture of the left device.

Event description:
Pharmacist reported a "light" rupture of the left device. The device has been explanted.